Manufacturer narrative:
Medical safety/clinical reviewed the event. The event describes a patient undergoing high-risk percutaneous coronary intervention (pci) with successful pre-pci implantation of an impella cp device. Following the procedure, perclose closure was attempted and was unsuccessful, with bleeding noted at the groin access site. The activated clotting time was reported as 277 seconds, and a 14 french sheath was placed. During transfer to a bed for transport to the step-down unit, the patient became disoriented, was not responding to commands, and subsequently became unresponsive. Cardiopulmonary resuscitation was initiated, and the patient coded for approximately 30 minutes before expiring. Additional information from the field clinical manager indicated that the treating team believed the cause of death was a brain bleed, and the physician did not consider the event to be impella related. The impella cp will remain a death type of reportable event. H6. Investigation type/finding/conclusion remains unchanged.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Following the successful wean and explant of the device, it was reported that the perclose device failed, and a 14fr sheath was placed at the groin access site and manual pressure was held to resolve the bleeding. The patient was transferred to a bed for transport to the cardiac stepdown unit following the impella explant. Subsequently, the patient became very disoriented, stopped responding to commands, and became unresponsive. The stroke team and code team were called, and the patient coded. The patient coded for 30 minutes until time of death was called, and the patient expired. The physician stated that they believed the cause of death to be a brain bleed, and they did not believe that the death was related to impella use. Additional clinical details, including perioperative course and contributing factors, were unavailable at the time of reporting.

Event description:
Additional event information states that the pump has been thrown away.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the reported event, access site bleeding, was found to be use related as bleeding occurred after failure of the perclose.